Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction d10: implanted devices updated.

Event description:
Additional information received reports that the infection was also traveling towards the patient's back at their lead site.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had swelling and an infection at the ipg site. The patient underwent two rounds of antibiotics and was able to turn their therapy on. No further information is available at this time.